Manufacturer narrative:
Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient experienced low vault without rotation and refractive surprise. The lens was later exchanged for a longer length lens and the problem resolved. Cause of the event is unknown.

Manufacturer narrative:
H3: product evaluation: lens was returned in liquid within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to manufactured within specifications. (B)(4).